Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad during a bolus attempt. The customer's blood glucose was 188 mg/dl. The customer stated that she tried to press act, but the buttons were unresponsive. The customer did not observe any other significant events leading to the alarm. She noted that she was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No scrolling numbers display anomaly noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.